Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed and additional info will be reported in a supplement.

Event description:
It was reported that, "pt needed total shoulder revision due to glenoid component dissolving inside."